Event description:
It was found that the hand piece no longer meets the specifications for frequency, impedance and phase margin. Device was used during a colon resection. Another hand piece completed case. No patient consequence.